Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter, would not power on. The complaint was classified based on the customer service representative (csr) documentation, and further information obtained when medical surveillance reviewed the initial call. The patient reported that the meter issue began on (B)(6) 2017, during the afternoon. The patient stated that she is a type 1 diabetic and manages her diabetes with a combination of insulins, including humalog and lantus, and denies making any changes to her normal diabetic management in response to the alleged meter issue. The patient reported that five days after the meter issue began, she developed symptoms of ¿passing out and hypoglycemia¿, in response to the symptoms, the emergency services were called. The patient reported that her blood glucose was checked by the emergency medical services, and a result of ¿22 mg/dl¿ was obtained. The patient reported that she was hospitalized, for two days, and treated with injections of ¿dextrose 50¿. At the time of troubleshooting, the csr noted there was misuse of the product. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.